Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, there was leakage and rupture internally at the 6cm mark. Patient experienced pain and burning and had PICC replaced to continue chemotherapy. PICC dwell time was 10 days. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of ruptured PICC is confirmed; however, the exact cause is unknown. Two photographs of a powepicc were returned for evaluation. An initial visual observation of the photographs showed the device implanted into a patient, a large longitudinal split was observed on the catheter shaft. No details of the split could be discerned from the photographs. The damage observed in the returned sample appeared to be characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. However, this could not be confirmed. No additional damaged could be seen on the device. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.